Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis along with the microcatheter and implant. One half of the pusher was noted to be sheathed inside the introducer where the pusher was broken at the hypotube and body coil weld joint. The black pet at the tip of the break was removed for further investigation, and was noted that the body coil distal of the welding was broken. The remainder of the proximal half of the pusher had a few minor bends in the hypotube. The microcatheter, a non-microvention product, was investigated next. There was no major damage visible on the catheter. An x-ray was performed to examine where the pusher was in the catheter. The proximal end of the body coil was found just proximal where the tip of the plastic molded hub and catheter/strain relief mate. The device spanned and occupied 71cm of the microcatheter starting from the catheter hub. Aside from the proximal end of the body coil, the device and microcatheter did not present any other abnormal characteristics that would have caused the device to become stuck. At the proximal end of the pusher body coil, moving from distal to proximal (image left to right), the integrity of the microcatheter wire braid appeared unraveled, where it may have wrapped around the pusher prompting the retrieval issue. The microcatheter was dissected at the hub tip catheter area where the unraveled wire braid can be seen. The device was easily removed from the microcatheter, which may indicate no other portions distal of the dissected area caused the retrieval issue. The proximal body coil pusher was noted to be broken and stretched. The remainder of the body coil had some minor waviness, but no other damage. The implant was noted to be intact, with stretching observed just distal of the tie knot area. There were no other notable observations. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that during advancement of the coil, the pusher got stuck and would not advance. The coil was removed along with the microcatheter and resistance was encountered during re-insertion of the same microcatheter and coil into the patient. During removal, the pusher separated. The pusher was successfully removed in its entirety along with the microcatheter from the patient. There was no reported intervention, patient injury, or health damage.